Event description:
It was reported that a patient with an implantable neurostimulator (ins) 97715 intellis adaptivestim pain experienced a burning sensation at the ins site while charging and after stopping the recharge session, pain at the neurostimulator site, redness and heat at the ins site after charging, tenderness at the battery site, and discomfort, soreness, and pinching at the ins site. The patient noted that the recharging paddle was not hot to the touch, but the box on the recharging cord and the ins site were warm. Upon evaluation, the ins site was not red or hot to the touch. Spinal cord stimulator (scs) interrogation showed all connections and impedances within normal range. Imaging was ordered by the healthcare provider. The patient was instructed to stop all recharging and turn therapy off for several days to observe if symptoms resolved. The issue is ongoing, and the patient is scheduled for further evaluation; revision or explant may be considered if deemed necessary by the healthcare provider. Rep will provide any further info as soon as they are made aware. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis pli# 10 product ID# 97715 the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Healthcare provider completed a battery replacement and moved the battery pocket to patient's abdomen. The explanted device will be returned and can be disassembled for analysis.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.